Event description:
After bathing the patient and removing her from the bath, she leaned forward and the chair fell forward sending the patient to the floor. Patient re-opened an existing wound from a previous operation. One person involved.